Event description:
It was reported that the c-arm moved un-commanded when in the mlo position. No injury reported. A field engineer was dispatched to the site and was unable to duplicate the issue, but noted a "grease blob" on the motor and lamp control board near the connector for c-arm rotation. The grease was cleaned from the board and the system was tested. Once this was completed the system was working as intended.